Event description:
It was reported by the sales rep that during a laparoscopic supracervical hysterectomy procedure, the tissue pad was off. The tissue pad did not fall into the patient. No additional information is available regarding the device. The procedure was completed using another device and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged slightly separated from the clamp arm but not detached as reported. The device was connected to a test handpiece and activated with a gen11. The device did activate during functional testing. No conclusion could be reached as what caused the damaged to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.